Event description:
The customer reported an electronic burning smell coming from the lh 500 hematology analyzer while operating the instrument in the primary mode. The customer immediately powered off the instrument and checked for fluid leaks but none were found. The customer could not determine the source of the burnt smell. There was no fire, spark, arc or smoke observed for this event, no injury was reported, and the fire department was not called. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a faulty differential mixing motor drive and replaced the mixing motor drive to resolve the burning smell issue. (B)(4).